Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 2/16/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/26/2015). The patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) (B)(4) and alleged their one touch verio iq meter read inaccurately low compared to another meter. The complaint was classified based on the customer care representative (ccr) documentation. The patient reported the issue began approximately one month ago, when he observed inaccurate low result(s) the patient did not specify results obtained from the subject meter but did specify the results of the other meter, ¿10.0 mmol/l¿ (unknown), it is unknown if the results would/would not meet lifescan¿s accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied developing symptoms as a result of the issue. The patent alleged self-treatment with insulin (novolin 30/70) on an unspecified date/time. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The ccr was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he receive medical intervention. The patient's reported symptoms correspond to the result(s) obtained from the other meter. There is no evidence the patient administered inappropriate self-treatment. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.